Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer's high blood glucose was 28 mmol/l at the time of incident. The customer's current blood glucose level was 11.1 mmol/l. The customer's mother reported that her daughter was hospitalized and had ketones of 7.1 mmol/l. The customer was treated with insulin drip. It was reported that the customer's insulin pump was not working and had blank screen even after replacing with new battery. The customer declined the troubleshooting for high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat as per healthcare professional's instructions. The device is not expected to be returned for analysis.